Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report. Medsun report. B3: date of event estimated.

Event description:
Medwatch user facility [uf/importer report # (B)(4)] reports: [describe the event or problem: perclose prostyle suture-mediated closure and repair system attempted to be used at end of the procedure which failed. Vascular surgery was consulted and a right femoral cutdown was performed to remove the device. What was the original intended procedure?: transcatheter aortic valve replacement. Therapies being used on the patient at the time of the event that may have caused or contributed to the event: not known;].

Manufacturer narrative:
The device was not returned for analysis. A corrective and preventative actions (CAPA) reviews were performed and revealed no indication of a product quality issue. The production records for this product could not be reviewed and a similar complaint query could not be performed because the lot number was not reported, and the packaging was not returned. In the absence of device returned for analysis or a specific failure mode reported, a conclusive cause for the reported event could not be determined. The subsequent treatment appears to be related to procedure circumstance. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.